Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh removal procedure on (B)(6) 2010.

Manufacturer narrative:
(B)(4): it was reported that due to pelvic pain, dyspareunia and stress urinary incontinence the patient underwent surgery for removal of mesh, mid urethral sling and sub urethral sling lysis and excision, on (B)(6) 2010. The patient also underwent the following concurrent procedures: cystourethroscopy, urethrolysis, vaginoplasty, xenografting of the vaginal canal mucosa, plastic repair of the vaginal canal and placement of transvaginal suburethral pelvicol xenograft sling. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.